Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem during power-on self-test. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and identified the issue with the host pc memory. To resolve this issue, a philips field service engineer (fse) implemented the philips correction on the system for pc issues. After which, the system was returned to use in good working order. This issue cannot be linked to any existing fsca. The codes have been updated based on the investigation's outcome.